Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, diaphragmatic myopotential oversensing and decreased pacing impedance were observed on the right ventricular (rv) lead. Fluoroscopic imaging was conducted but the cause of the event could not be determined. It is suspected that the cause of the event was due to micro-dislodgement of the rv lead. The event was resolved by reprogramming the device. The patient was stable with no consequences.